Event description:
It was reported that this pacemaker was suspected of exhibiting loss of capture as there was a flat line in the surface electrogram (egm). Device data was sent to rhythmcare for review. Data review determined the observed loss of capture was due to a automatic change in sensitivity following recorded high amplitudes. Rhythmcare then provided further troubleshooting and programming options to ensure capture is achieved. This device remains in service no adverse patient effects were reported.